Manufacturer narrative:
Updated based on additional information received on 2-aug-2017. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no anomalies were observed with the hydrophilic coating and no uneven swelling on guidewire distal was revealed. However, the ptfe (polytetrafluoroethylene) coating was found scrapped off and the torque device was on the guidewire where the ptfe was scraped off. During the functioning test, the guidewire was advancing through the demo microcatheter with no friction. Therefore, the reported device issues (hydrophilic coating peeling, friction) and un-retrieved device fragments were not confirmed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available, the observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error. In addition, the reported stroke, embolus and neurological/intracranial sequelae (hemiplegic) are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient stroke, embolus and neurological/intracranial sequelae.

Event description:
During the coil embolization procedure, there was more friction than usual between the guidewire (subject device) and microcatheter. After the microcatheter was positioned with the guidewire, the guidewire was removed and a coil was inserted. However the coil was removed due to the position. Therefore the guidewire was prepared to reinsert for the reposition. It was reported during the preparation a section of the hydrophilic coating was found missing. An angiograph was performed, no evident embolus was noted. The procedure was abandoned. The patient woke up hemiplegic. An MRI confirmed embolic infarct. In addition, the physician mentioned that there was definitely resistance felt between the subject guidewire and the microcatheter.

Event description:
During the coil embolization procedure, there was more friction than usual between the guidewire (subject device) and microcatheter. After the microcatheter was positioned with the guidewire, the guidewire was removed and a coil was inserted. However the coil was removed due to the position. Therefore the guidewire was prepared to reinsert for the reposition. It was reported during the preparation a section of the hydrophilic coating was found missing. An angiograph was performed, no evident embolus was noted. The procedure was abandoned. The patient woke up hemiplegic. An MRI confirmed embolic infarct. No further information is available.